Manufacturer narrative:
Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent an ls-s1 fusion using rhbmp-2/acs with a bak cage and bone marrow. The patient was diagnosed with "injuries including but not limited to, ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries". The patient has required extensive medical treatment. Reportedly, the patient has "never recovered from his surgery involving infuse, and he continues to have daily severe disabling pain that prevents him from performing many basic activities of daily living".

Event description:
It was reported that on: (B)(6) 2008, the patient presented with pre-op diagnosis of left l5-s1 lumbar disk rupture with stenosis and modic sensitivity. Following procedure was performed to treat : left l5-s1 removal of extreme lateral disk herniation. Left posterior interbody fusion l5-s1. Bak cage insertion and rhbmp-2/acs plus bone marrow. Per op-notes, "... The incision was made.. Cleaned the space and inserted distractor within the disk space. With a drill guide, the drill tube was put in position, drilled the area out , and replaced the area with an implant. .."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.